Manufacturer narrative:
Other, other text: returned device was received in decent physical condition but the dso sensor seal bubbled and the battery door was missing. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be replicated. The air detector was found to be the cause of the fault. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited air in line alarm. No patient was involved in this event. No adverse effects were reported.